Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the device has a faulty power supply connector. The device was evaluated at the customer's site by the philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was due to the ac (alternating current) power module. The issue was resolved with the replacement of the defective ac power module and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the power supply of the mrx has a faulty power connector. There was no reported patient involvement.